Manufacturer narrative:
Device passed displacement test. Device received with cracked battery tube threads, cracked lcd window, cracked reservoir tube lip, cracked case display window corner, stained end cap sticker, stained address/serial number label and cracked case reservoir tube window corner. The p-cap locks into the reservoir compartment properly noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump screen had scratches making it more difficult to see. Customer stated that losing insulin pump setting after each battery change. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.